Event description:
Caller reported a cgm error that occurred, but no adverse impact on the customer's blood glucose level was mentioned. A complete pump reset was provided by customer technical support, and the caller was guided through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.